Event description:
It was reported that during extraction of a s2 tibial nail, the tissue protection sleeve got blocked on the proximal end of the nail adapter. The surgery was completed and there were no adverse consequences for the patient.

Event description:
It was reported that during extraction of a s2 tibial nail, the tissue protection sleeve got blocked on the proximal end of the nail adapter. The surgery was completed and there were no adverse consequences for the patient.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete.

Manufacturer narrative:
Investigation revealed the device to be a concomitant product. The tissue protection sleeve is used in combination with the s2 nail adapter. The s2 nail adapter was damaged (by misuse) and the tissue protection sleeve got caught on the s2 nail adapter. The tissue protection sleeve did not contribute to the event.